Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hypoglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450; 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Alerts and alarms 10 / page 127: the omnipod system provides alarms to make you aware of serious or potentially serious conditions. When a condition occurs that requires your attention an advisory alarm or a hazard alarm will sound. Hazard alarms are continuous tones and occur when either the pod or pdm is in a serious condition. During an alarm the pdm will display an onscreen message with instructions for taking care of the alarm condition. Be sure to respond to all alarms when they occur. Checking your blood glucose 7 / page 96: warning: test results below 3.9 mmol/l mean low blood glucose (hypoglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 112: advised: hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm. Living with diabetes 9 / page 114: advised: frequent blood glucose checks are the key to avoiding potential problems. Detecting low blood glucose early lets you treat it before it becomes a problem.

Event description:
It was reported the patient was hospitalized due to low blood glucose reading at 2 mmol/l (36 mg/dl) and that the patient's omnipod personal diabetes manager (pdm) had many hazard alarms in the pdm history. The nurse at the hospital no longer trusts the pdm and would like it replaced. The patient is currently still at the hospital and has strong fluctuations in his blood glucose values, after a while it was reading at 20 mmol/l (360 mg/dl). Treatment included injection. There was no further information regarding the hospital visit.